Manufacturer narrative:
A review of lot file b124 was performed. There were no nonconformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A complaint lot review was conducted. There were no other pto leaks reported to date for this lot. No trends were detected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for pressure dome leak cannot be determined based solely on the info provided. (B)(4).

Event description:
Customer is reporting a pump tubing organizer (pto) leak name and function of complainant: same as reporter. Customer reported that, during photoactivation, she noticed a small amount of fluid leaking within the pto, from the anticoagulant inlet/outlet. Photoactivation was completed, customer reinfused cells manually to the patient. When customer removed the pto, a small amount of fluid leaked out. The kit was not returned for investigation.